Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed from visual inspection of the picture which identified that the tip of the device had been fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor broke during the process of impacting the glenosphere. Attempts have been made for further information.